Manufacturer narrative:
Reported defect: deflation of right breast implant. Unilateral exchange with inamed devices. Background: original surgery was performed by dr heller in the month of may 2001 using hutchison hsh 0500cc saline-filled implants, which were filled to a volume of 0500cc, which is within the maximum fill volume limit. Pt underwent bilateral replacement surgery on 7/12/06. The implants were replaced with inamed devices. Condition upon receipt: product was received in a peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certifcate. Visual inspection: visual inspection identified a tear on the valve - shell interface, approx 5mm in length which is located on the 6 o'clock position (when the product was held in such a positon that the brand name was upright and horizontal). Product inspection: as no lot number was provided it was not possible to review the product history sheet mr004 to confirm if the product was mfg within specification. Pressure testing could not be completed due to the size & position of the breach. Microscopic examination (x10) of the tear identified ragged edges which is indicative of excessive force having being used. Conclusion: the tear is not a mfg fault.